Event description:
On 21-jan-2026 the patient reported that on (B)(6) 2026, the user experienced hypoglycemia with blood glucose (bg) levels of 40 mg/dl following a meal announcement of less than usual during a period of hyperglycemia. The user was transported to the hospital by a caregiver where the user was treated and discharged (B)(6) 2026. No long-term health effects were reported.